Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slack, deformation, bending, floating resin, peeling, foreign matter on the outer surface of the entire length of the insertion part including the curved part and tip. Visually check that there are no abnormalities such as adhesion of dust or falling off of parts." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during an unspecified procedure, an angulation issue occurred on the oes bronchofiberscope. There were no reports of patient harm associated with this event. During evaluation of the returned device, the evaluation found that the coating of the ig serpentine is peeling off by 1 - 2 mm or more. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed, and likely due to a cut on angle wire, resulting in the bending section not being able to bend in the up direction. In addition to the findings reported, the following non-reportable malfunctions were identified: deformation or breakage due to physical stress/scratches on various parts/image guide damaged/image guide protector has a cut/light guide lens discolored/connecting tube wrinkle, and adhesive on rubber has a chip. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.